Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection, and did not require assistance from a third party. Customer was assisted by technical support to reset pump malfunction alarm, after which issue did not recur and customer was advised to continue using pump and to call back if alarm happened again.